Event description:
The hospital reported that their pump was broken. They had changed the filter after every case and now the pump would not hold pressure. It will only hold vacuum to -15inhg and no more. The hospital used the back-up pump to complete the case.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.